Manufacturer narrative:
Insulin pump received with cracked select button keypad overlay. Test reservoir lock properly inside the reservoir tube. Insulin pump passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. The customer stated that home button and arrow button was unresponsive. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.